Manufacturer narrative:
A visual examination of the device revealed the stent was still attached by suture to the distal end of the push catheter. The proximal portion was not returned. The guide catheter was stretched and broken. The distal portion remained inside the push catheter and stent. A functional check was performed by sliding the guide catheter out of the stent and push catheter and easily releasing the stent. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted.

Event description:
In 2006, it was reported to boston scientific corporation, that a procedure using a flexima biliary stent system occurred. According to the complainant, the guide catheter was pulled causing the catheter to stretch and separate. Reportedly, no fragments were detached into the patient. The procedure was completed with another flexima biliary stent system. There were no complications and the patient's condition was reported as "ok."